Event description:
It was reported that the ilet pump¿s display screen became dislodged and, after the user pressed it back in, the device screen remained black and unresponsive, preventing input such as meal announcements or supply changes while the user monitored glucose via the mobile app. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose and no medical intervention. Investigation included a review of the complaint details and arrangement for device return for evaluation. Investigation of this case revealed a suspected display/screen hardware failure rendering the user interface inoperable. It was concluded that the device experienced a screen malfunction that necessitated replacement and that the user could continue glucose monitoring through the connected cgm application.